Manufacturer narrative:
The device has not been received by this manufacturer. Therefore, a failure analysis is not available, and we are unable to determine if the device met it's specifications. Should further relevant details become available; a supplemental medtwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for the use outline appropriate placement, access and maintenance procedures.

Event description:
Upon completion of a prostate biopsy procedure, difficulty occurred when the tissue was released from the device. The specimen inadvertently was ejected from the device and went a distance of two to three feet before it came in contact with a wall. No physical contact with the released specimen occurred. No patient injury or complications from this event. This procedure was completed with another with same device. No additional inforamtion forthcoming.